Manufacturer narrative:
Baxter received a report from a customer through mw5165669 of a power cord damage with exposed copper wires. There was no patient/user injury reported. Customer information, device model or serial number were not provided. Baxter has captured this reported event under a generic totalcare bed. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. No further information is available on the reported event of the bed at this time. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report from a customer through mw5165669 that total care generic (product code: p1900, serial number not provided), had the power cord damage with exposed copper wires. There was no patient/user injury, medical intervention, symptom, or adverse event reported.